Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. The insulin pump passed the self test, reset error test and the displacement test. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot, minor scratches on the display window, and a loose drive support disk. The insulin pump had a rattling vibration due to the vibrator motor adhesive not adhering.

Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has changed the battery for their insulin pump four times this week. The customer's blood glucose level was 117 mg/dl. The customer received several external ram crc error alarms as well as a no power alarm all week. Advised customer that the pump should be replaced. Nothing further reported.